Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge, turn on, or connect to a remote control (rc) following an unrelated abdominal surgery wherein electrocautery was used. Multiple charging sessions and troubleshooting did not resolve the issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.